Manufacturer narrative:
Section d6a: date of implant should not have been originally provided. Manufacturer's investigation conclusion: the reported event of a no external power event was confirmed via the submitted log files. On 09oct2025, the submitted log file captured low voltage hazard, power cable disconnect, and no external power alarms while connected to the mpu. This series of events is consistent with a loss of ac power to the system. The alarms resolved shortly after when power was restored to the system. The backup battery supported the system without issue during this event. The pump appeared to operate in the expected range. There were no other notable events captured on the reported event date in the log file. The provided information indicated a v-lock connector was in use on the ac power cord at the time of the event, the ac power cord came loose from the wall outlet, the ac power cord did not come loose from the back of the unit, there were no environmental circumstances that would have impacted the ac power at the time of the event, and the mpu was not exchanged. It was reinforced to the patient to ensure the ac power cord is fully plugged into the wall. Per the provided information, the root cause of the no external power event was determined to be due to the ac power cord coming loose from the wall outlet. The device history records were reviewed and the records reveal that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot power cable disconnect, low voltage hazard, and no external power alarms. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's mpu had a v-lock connector on the ac power cord. The ac power cord came loose at the wall outlet. The clinician reinforced with the patient to ensure that the ac power cord was fully plugged into the wall. The ac power cord did not come loose from the back of the unit. There were no environmental circumstances that would have affected ac power at the time of the event. The mpu was not exchanged or removed from service.

Event description:
It was reported that log files were submitted for review. The log file captured some low power hazards on (B)(6) 2025. The low power hazards occurred while the patient was using the mobile power unit (mpu). It appeared that this was the result of the mpu losing power. Otherwise, the event log file appeared to capture routine events and no adverse alarm or parameter changes.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.